Manufacturer narrative:
During ge healthcare technician checkout power controller com fail was found in the error log. Disconnected the plug and battery cable and then turned off the power forcibly. It recovered by rebooting the system. (B)(4).

Event description:
The hospital reported an alarm of "internal error" and "possibility of system shutdown" was displayed. Customer would like to reboot the system but was not able to turn off the power. There was no reported patient involvement.